Manufacturer narrative:
The external visual inspection revealed that the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of intermittent malfunction could not be verified during this analysis, which was limited in some respects due to the electrode array being cut prior to receipt. The device passed the electrical tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly experienced intermittencies and decreased performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.